Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Customer technical support (cts) decided to replace the pump since the malfunction code was not resettable. The replacement pump was sent to the customer, and instructions were provided on putting the old pump into storage mode and returning it to tandem within ten days to avoid being billed. Cts confirmed the shipping address and explained that the customer would need to program their pump settings and connect their cgm to the replacement pump.